Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was upset about having a "defective" device and lead. According to the patient, "the device has malfunctioned twice." The patient heard a patient alert on two occasions. The device and lead remain in use. No patient complications have been reported as a result of this event.